Manufacturer narrative:
Date sent: (B)(6) 2015 information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. (B)(4)

Event description:
It was reported that after an anterior resection, melena occurred after the operation. Then, it was found that tissue hung and bleeding was confirmed from the single staple line of the cdh29a by the colono fiberscopy. Then, the hung tissue fell when a endoscopic clip device was fired on the tissue and arterial bleeding occurred. The bleeding was stopped by performing sealing with an electrical scalpel. However, leak occurred a few days later after the treatment. Then, reoperation was performed and a stoma was created. The amount of bleeding was unknown. Blood transfusion was not required. In the initial operation, the ec60a and cdh29a were used between the colon and the rectum and the cdh29a was fired at the middle of the gap setting. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? --- she was discharged and she sees a doctor. Regularly. She is good condition. What were the indications for surgery? --- na. Were any of the forces higher or lower than expected (closing, firing, or opening)? --- no information. Were any unformed or malformed staples observed in the first procedure? --- no information . If yes, where were they located? --- na. How was the bleeding identified in the first procedure and how was it treated? --- it could not stop the bleeding by the endoscopic clip, the surgeon used cautery knife ria anus to complete to stop bleeding. How long after the first operation did the melena occur? --- a few days. During the colono fiberscopy were any staple form issues identified? --- no information. How was the leak identified? --- no information .